Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was receiving low alarms from the cgm at night around 3:00am. The patient did not wake up from the alarms and as the alarm kept on sounding. The patient´s son woke up and check on the patient. He was not able to wake the patient up so he called the emergency services. There is a possibility that due to low glucose values the patient was already passed out at the time when the alarms started to sound and therefore did not wake up with the alarms. The paramedics treated the patient with IV glucose and the patient recovered after the treatment, when the paramedics arrived the cgm reading was low. After the IV glucose treatment was administered, the patient was stable and able to communicate properly. The paramedics took a blood glucose reading which was 260 mg/dl and the cgm reading was 190 mg/dl. The patient reported that she believes that she has not been able to wake up due to being particularly tired these days, but it is unclear at what point of the event the patient became unconscious. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.